Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The home patient's husband stated that the supplies had been discarded and there is not any other type of sample or lot number available any longer.

Manufacturer narrative:
(B)(4). This complaint is for a report of a check your position alarm. The patient stated that there was air in the patient line. Used sample was not returned to baxter therefore complaint could not be confirmed in the lab. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a check your position alarm that appeared on the homechoice (hc) display. The home patient (hp) stated that there is a lot of air in the patient line. The technical service representative (tsr) explained that is what is causing the alarm and advised the hp to end therapy and start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.